Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported being taken off of dialysis due to the patient's pulse rate exceeding 160 bpm. Follow-up with the physician's office did not yield any additional relevant information. The device remains in use. No patient complications have been reported as a result of this event.